Manufacturer narrative:
The manufacturer has not yet received the device for review. Pictures of the device were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that, on (B)(6) 2014, prior to surgery, there was corrosion after sterilization on a short cm lag screw reamer. The surgery was completed with another device. The surgery time was extended for 10 minutes.